Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. In addition it was reported that the transmitter lost connection with the pump for an indeterminate amount of time . Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.